Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. The case was continued and completed with cryo. The patient's pnp did not recover before hospital discharge. No further patient complications have been reported as a result of this event.